Event description:
Reporter alleged the blood glucose monitoring device test strips# use-by date was missing from the vial. Customer stated purchasing a new bottle of test strip, however, it was not provided whether the test strips in question were used for glucose testing. No actions were taken or treatment reportedly received as a result. A request was made for the return of the supect device and replacement product was sent.